Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was gained via the right femoral artery. The 99% stenosed target lesion was located in a moderately tortuous and severely calcified right popliteal artery. A sterling, mr, 4.0 x 20/135 (4f) balloon catheter was inflated for 5 seconds and ruptured at 14 atms on initial inflation. The procedure was completed with a sterling es 4.0x20mm balloon catheter which was inflated to 14 atms for 60sec. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).